Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations with the caller and recommended further testing. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. A review of the trended data noted gradual increases and decreases have been occurring. No adverse patient effects were reported.